Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
An external visual inspection was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional tests were performed and failed. Functional test; audio test was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and failed. Performance data was reviewed finding due to receiver, foreign object damage related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be foreign object damage via product. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed . Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).